Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.